Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Broke apart inside me- vagina [foreign body in reproductive tract]. Swelled-vagina [vulvovaginal swelling]. Broke apart- tampon [device breakage]. Case narrative: consumer reported via email that the tampon broke apart inside of her. No serious injury was reported.